Manufacturer narrative:
Originally, conmed's distributor, (B)(4), received a complaint from their customer. The customer stated that the cable's insulation was pulled back exposing the internal wires. Upon an evaluation by (B)(4), it was determined that one of the returned cables had caused a pair of forceps to self-activate. Upon conmed's evaluation, the customer's complaint was confirmed as the cables internal wires were exposed. However, self-activation was not observed. To be consistent and conservative, conmed is filing this event with the FDA due to the report of a self-activation by conmed's distributor.

Event description:
The end user reported that the cable's insulation was pulled back exposing the internal wires.